Event description:
The following was reported to hamilton medical ag: device alarmed for the tfs below: tf 331001 (pvent_monitor autozero failed) tf 385002 then switched to safety ventilation. Later the device failed the self-test at start-up. Patient was moved to another ventilator. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Pressure sensor assembly replaced; device is functioning again. Investigation ongoing.

Manufacturer narrative:
Investigation outcome: device alarmed for the tfs below: -tf 331001. -tf 385002. Then switched to safety ventilation. Later the device failed the self-test at start-up. The issue resolved by replacing the pressure sensor assembly. This case is considered as closed.